Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was scheduled to automatically reboot after completing operating system updates. The option was disabled from the system's settings. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system rebooted in the middle of a case limiting access to medications for approximately 8 minutes. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was rebooted in the middle of a case limiting access to medications for approximately 8 minutes. A technical support specialist checked gpedit.msc and auto reboot was disabled. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system rebooted in the middle of a case limiting access to medications for approximately 8 minutes. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.